Manufacturer narrative:
(B)(4). Concomitant med products: prowler select plus and prowler select lp. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(6) study (patient (B)(6)), during a coil embolization to the posterior communicating artery, there was movement to an enterprise 2 stent (enf402312c, 10665780). No additional information about the movement was provided at this time. At the time of the index procedure on (B)(6) 2017, the patient had presented with a headache, and angiography revealed a 7.5 x 7.1 mm unruptured, bifurcation, saccular left posterior communicating artery aneurysm with a 4.2 mm neck width. The parent vessel internal diameter proximal to the aneurysm was 3.5 mm, distal was 3.5 mm. The following coils were placed presidio 10 coil, four deltapaq coils and a deltamaxx 18 coil. It was reported that the six coils had been placed prior to the 4 mm x 23 mm enterprise 2 stent implantation. The coil mass position was maintained within the sac with 90-99% occlusion. The parent artery was patent with tici grade. The patient was discharged the day after the procedure. The patient had received plavix 600 mg two days prior to the procedure and then 75 mg daily and aspirin 162 mg daily.

Manufacturer narrative:
Product complaint # ==> (B)(4) the complaint conclusion: as reported via the enterprise ide study (patient (B)(6), there was stent movement, but no additional information about the movement was provided. At the time of the index procedure on (B)(6) 2017, the patient had presented with a headache, and angiography revealed a 7.5 x 7.1mm unruptured, bifurcation, saccular left posterior communicating artery aneurysm with a 4.2mm neck width. The parent vessel internal diameter proximal to the aneurysm was 3.5mm, distal was 3.5mm. It was reported that the six coils had been placed prior to the 4mm x 23mm enterprise 2 stent. The coil mass position was maintained within the sac with 90-99% occlusion. The parent artery was patent with tici grade 3. Additional information received indicated that the patient underwent an MRI on (B)(6) 2017 which showed no acute intracranial findings. The investigator reported that the stent movement was minimal and caused by carotid siphon tortuosity, which is normal for a stent of that nature. He said that the stent still covered the aneurysm neck and there was no evidence of thrombus or stenosis of the enterprise stent. The product was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. Without the return of the device for analysis, the reported event of stent migration could not be confirmed. Stent migration is a known potential complication of the enterprise stent it appears that patient factors may have contributed to the event (carotid siphon tortuosity).. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.